Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify failed battery test due to motor error alarms. The insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. She suspended the insulin pump but did not take it off when she had a MRI. The customer could not clear the alarm. The insulin pump also alarmed failed battery. She was unable to complete the rewind sequence. The customer recently had leg surgery. Customer's blood glucose level was 124 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.